Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts, damage to the battery compartment, moisture ingress, a crack, and a display failure. This report is made based on results of investigation completed on 03/31/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. Evaluation revealed moisture damage in the battery compartment and on the battery cap; and the threads in the battery compartment were damaged. A crack was found in the bottom right corner of the display and the display screen was dim and discolored. The keypad cover had been returned peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).